Event description:
A home patient's son contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during dwell 1 of 4 of her automated peritoneal dialysis therapy. Per initial report, a clamp on an unused supply line was left open. Baxter's technical service center assisted the home patient in ending the therapy early. No patient injury or medical intervention was indicated at the time of the initial report.